Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy, a clip scissored at the first firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.